Event description:
It was reported that balloon burst occurred. The target lesion was a juxta-anastomotic stenosis located in the arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. After placement of the catheter both sides on the anastomosis, the physician inflated the device at the recommended pressure. The physician then inflated the balloon a second time, this time to 20 atmospheres and the balloon ruptured circumferentially. The distal part deployed like an umbrella at the end of the radial artery making it difficult for the physician to pull it out correctly. As the balloon was placed both sides on the anastamosis, exercising an occlusion of the last one, the physician was forced to pull strong enough in order to remove the balloon. However, the distal end of the balloon broke and went down the arterialized vein and into the right ventricle and continues to be there.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received inserted through a 6french size sheath. An examination of the distal end of the device, which was not pulled back through the sheath, identified a complete balloon circumferential tear and shaft break. The tear in the balloon was located at 3cm distal to the proximal edge of the proximal balloon sleeve. The shaft was severely stretched at the site of the break. The break location measured 8.5cm distal to the proximal markerband. The distal section of the shaft break and balloon tear were not returned for analysis. Inserted through the device was a guidewire. The outer diameter of the wire was measured at 0.034inch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was a juxta-anastomotic stenosis located in the arteriovenous fistula. A 7.0 x 40, 75cm mustang¿ balloon catheter was used to dilate the lesion. After placement of the catheter both sides on the anastomosis, the physician inflated the device at the recommended pressure. The physician then inflated the balloon a second time, this time to 20 atmospheres and the balloon ruptured circumferentially. The distal part deployed like an umbrella at the end of the radial artery making it difficult for the physician to pull it out correctly. As the balloon was placed both sides on the anastamosis, exercising an occlusion of the last one, the physician was forced to pull strong enough in order to remove the balloon. However, the distal end of the balloon broke and went down the arterialized vein and into the right ventricle and continues to be there.